Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (b()4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient previously had a spinal cord stimulator system and leads remained implanted. Patient needed an MRI of back due to post laminectomy pain and lumbar sacral radiculitis. The MRI was not related to the device therapy and was not being ordered due to any problems with the implanted devices. It was noted that the patient had told them the spinal cord stimulator was not working and was not doing any good so that was why they had the spinal cord stimulator device removed. It was unknown when therapy was not helping with pain. Additional information requested but had not been received as of the date of this report.